Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has unit passed displacement, and self tests. No hal software error detected and the main arm cannot communicate with the motor arm occurred during testing; however, hal software error detected is found in the pump history file due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.